Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10mar2020.

Event description:
It was reported that the unit intermittently declared a "no oxygen available" alarm. The device was in use at the time of the event; however, there was no patient harm. The customer opted to have the unit repaired by a third party.